Manufacturer narrative:
8/1/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The suture returned was tested according to MFR's standard operating procedures and did not meet specs. The cause for this condition could not be reliably determined.

Event description:
The product was used during a tooth extraction. Reportedly, the suture knot untied during closure. The surgeon removed the suture and completed with a silk suture. The hosp has reported no pt injury occurred.